Event description:
It was reported that the patient was reimplanted with an ambicor penile prosthesis (app). The previous penile prosthesis was removed on an earlier date due to unknown reason. No information about the patient's outcome was provided.